Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 15-jul-2021. The device evaluation was completed on 4-aug-2021. It was reported that a 32-year-old male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a navistar¿ electrophysiology catheter and suffered a complete heart block. It was noted that this patient had a medical history of avnrt abl. Incessent svt. The patient suffered complete heart block during an avnrt ablation. This occurred just after a surge or an electrical short that occurred on the carto 3 system and ge cardiolab system. Just after the surge or short occurred, there was a brief moment of noise on the distal ablation catheter signal (on carto 3 and ge recording systems). This was the only intracardiac electrogram affected. The body surface EKG signals were all lost on both systems but returned 5 seconds after the electrical incident. It was just after the noise on ablation distal signal when the patient went into complete heart block. The physician immediately began pacing the right ventricular catheter from the ge cardiolab system. The ablation catheter was also removed from the heart. The reporter believed that the patient's conduction recovered to second degree heart block after two hours, as this was their status at the time of the call. The patient was stable and was admitted to the hospital for observation, to see if conduction continues to recover. It is undetermined if a permanent implantable device will be required. The reporter stated that the ge amplifier, carto 3 piu and smartablate generator were all connected to same electrical outlet. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the navistar¿ electrophysiology catheter. Per the event, several tests were performed. The magnetic, electrical and temperature features of the device were tested, and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30534195m number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a navistar¿ electrophysiology catheter and suffered a complete heart block. It was noted that this patient had a medical history of avnrt abl. Incessent svt. The patient suffered complete heart block during an avnrt ablation. This occurred just after a surge or an electrical short that occurred on the carto 3 system and ge cardiolab system. Just after the surge or short occurred, there was a brief moment of noise on the distal ablation catheter signal (on carto 3 and ge recording systems). This was the only intracardiac electrogram affected. The body surface EKG signals were all lost on both systems but returned 5 seconds after the electrical incident. It was just after the noise on ablation distal signal when the patient went into complete heart block. The physician immediately began pacing the right ventricular catheter from the ge cardiolab system. The ablation catheter was also removed from the heart. The reporter believed that the patient's conduction recovered to second degree heart block after two hours, as this was their status at the time of the call. The patient was stable and was admitted to the hospital for observation, to see if conduction continues to recover. It is undetermined if a permanent implantable device will be required. The reporter stated that the ge amplifier, carto 3 piu and smartablate generator were all connected to same electrical outlet.